Manufacturer narrative:
Glare/haloes and Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation.H6 - Investigation type 4110: Lens Work Order Search - No similar complaint event(s) within associated lots were found. (b)(4).

Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced glare/haloes. Lens explanted. Problem resolved. Cause of the event was reported as unknown.